Manufacturer narrative:
Product complaint #(B)(4). Additional information was requested and the following was obtained: you initially reported 1 needle separated during use from the suture. 2 devices were returned for evaluation. Did the issue occur 2 times during the procedure based on what was returned? => both of sutures were returned as the product involved of this issue, and no further information was provided.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: (B)(4) 2018. The actual device was returned for evaluation. During the visual inspection of the sample, the swage and attachment area were as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture was examined and the insertion end was measured and did not meet the requirement. Per the sample condition, the assignable cause of the performance - pull off suture needle is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use.

Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch: kkk407, mfg date: 09/22/2016, exp date: 08/31/2021. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, after the suture was set, the suture was detached from the needle when the suture was approaching a trocar. There were no adverse patient consequences. No additional information was provided.